Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. However, the insulin pump failed sleep current measurement due to moisture damage on electronic assembly noted during visual inspection. The insulin pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the transmitter and meter was not connecting with insulin pump. The customer stated that they had low blood glucose value and treated with juice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.